Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The drive support cap was sticking out. The customer reverted to back-up plan. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.